Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient was previously revised for dislocation. She had an mdm implanted (B)(6) 2016. She subsequently dislocated. She was revised today (B)(6) to a constrained implant and a new acetabular shell with 4 screws and a new ceramic head and sleeve. This was her left side.

Manufacturer narrative:
The reported event was identified as a duplicate previously reported under MFR # 0002249697-2016-02011.

Event description:
The patient was previously revised for dislocation. She had an mdm implanted (B)(6) 2016. She subsequently dislocated. She was revised today (B)(6) to a constrained implant and a new acetabular shell with 4 screws and a new ceramic head and sleeve. This was her left side.